Event description:
It was reported that the patient was in the clinic and was in a mode switch episode that day. The last recorded episode was from ap proximately two weeks prior. The mode switch event was not recorded by the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).